Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes lead impedance <250 ohms, a sensing anomaly and loss of capture post-op.